Event description:
It was reported that during an unknown procedure on (B)(6) 2014, when attempting to mallet the anchor down, a portion of the metal tip fractured off into the bone. The tip was not removed and remains in the bone.

Manufacturer narrative:
Evaluation of the returned device confirmed the reported event as the tip was missing and found that excessive force from the mallet likely caused the fracture.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Device availability - the device has been received by biomet orthopedics; however, the evaluation has not been completed. A follow up report will be sent to the FDA to provide results when the evaluation is complete.